Manufacturer narrative:
Date rec'd by MFR: 09may2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the user touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that touchscreen had malfunction. Customer was unable to manipulate the screen. The device was in clinical use at the time the reported issue was discovered. There was no harm to the patient or user.